Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective remote user interface (rui) console that was removed and replaced to restore proper c-arm movements. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system issues with remote user interface issues where the joystick would not operate and the system stopped making x-rays. Unplugging the rui and rebooting allowed system to function, but with impaired ability to move c-arm.